Manufacturer narrative:
(B)(4). Date sent: 2/19/2020. Additional information obtained: yes sterility was compromised.

Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In the event description it states: ¿crack in plastic package¿, did the crack compromise the sterility of the device?

Event description:
It was reported that during an unknown procedure, there was a crack in plastic package. There were no patient consequences reported. No additional information is available at this time.